Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for normal follow up with inappropriate mode switch episodes due to far r wave oversensing. The atrial signal was present with both ventricular paced and sensed events. Programming changes were recommended. Further information notes that the programming changes were made. No patient symptoms reported.